Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: h3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Although one complaint device was initially reported, a total of three wire guides were returned to cook for evaluation along with two package labels matching the reported lot numbers provided by the customer. Two of the guidewires exhibiting unraveling, and one of the guidewires exhibited a kink/bend. It is unknown which devices go with which lot. Additional information has been requested regarding the additional guidewires returned.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Lot #: 2 possible lot numbers - 16440574 or 16245580 PMA/510(k) #: exempt device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide supplied in a wayne pneumothorax set was difficult to remove from the catheter. During a chest tube insertion procedure in the emergency department for an unknown patient, the physician had a difficult time removing the wire guide from the pigtail catheter, which was said to cause discomfort for the patient. When the wire guide was finally removed, it was noted to be unraveling and fraying. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.